Manufacturer narrative:
A getinge field service engineer (fse) advise that the iabp unit was returned to clinical use.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) cannot be turned on. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) advise that the iabp unit was evaluated and the reported malfunction was reproducible prior to any repairs. The iabp unit could not be powered on, and was not possible to obtain the logs. The fse had also advised that the customer decided not to continue the repairs with getinge, but to finish the repair of the iabp unit with a third party company, which the iabp has been repaired by them and not getinge.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) cannot be turned on. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) cannot be turned on. There was no patient involvement, thus no adverse event was reported.